Event description:
As reported by the edwards sales representative, during the transapical tavr procedure, the first 23mm sapien valve was placed low on the non-coronary cusp and the team decided to place another valve a little higher, ¿for safety¿s sake.¿ the valve had been positioned 50:50; however, during deployment the valve moved was deployed 80:20 ventricular. The post deployment echocardiogram did not reveal any paravalvular leak. The second 23mm sapien valve was deployed in a more aortic position (one cell higher) within the first valve. The repeat echo did not reveal any pvl. The patient remained stable throughout the procedure. Per report, both the patient¿s aortic valve and aortic root were mildly calcified. The patient did not have ventricular septal hypertrophy, the ejection fraction was 60%, the sinus of valsalva (sov) measured 32mm, the sinotublar junction (stj) measured 28mm, and there was moderate mitral annular calcification (mac). Additionally, the image intensifier angle was noted to be good, the coaxial alignment of the delivery system and valve was fair, ventilation was held and there was no loss of pacing capture during valve deployment.

Manufacturer narrative:
Per the instructions for use (IFU), device malposition requiring intervention is a known potential complication associated with the tavr procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, although it cannot be confirmed, patient (mild calcification) and procedural (fair coaxial alignment of the valve/delivery system) factors may have contributed to the too ventricular position of the valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.